Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of ruptured abdominal aortic aneurysm. The patient called medtronic stating that the new stent graft registration cards were received however the stent grafts were explanted. It was reported that approximately one year post index procedure the endurant stent grafts were removed from the patient. The physician performed an open surgical repair with the use of a bovine pericardial patch. It was further reported that the patient developed a hole in their duodenum which resulted in an infection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.